Event description:
Pt called case mgr at homecare agency on 7/10/96 to inform her that the oxygen concentrator had malfunctioned in the night of 7/9/96 and that after being placed on emergency back-up tank, pt did require transport to local ER for evaluation/treatment. Pt states that equipment had been checked, serviced by his rep earlier that day.